Manufacturer narrative:
Section a2: =40 years of age section a3: unknown/not provided sections a4, a5: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact dates not provided. Article acceptance date not provided. The study was conducted for surgeries performed, date not provided. Section d4 - model #: a complete number is unknown, as product serial number was not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown/not provided section d6b - explant date: n/a - device remains implanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6- health effect - clinical code 2140: glare and negative dysphotopsia. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: mark packer, md, facs, cpi1; tiago monteiro, md, febo, febos-cr, phd2; cedric schweitzer, md3; paul rosen, frcophth4 - journal of cataract & refractive surgery all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: prospective, randomized, controlled multicenter study of a monofocal extended depth of focus iol compared to a standard aspheric monofocal iol. A prospective, multicenter, controlled, single masked, randomized 2:1 (test: control) clinical trial was done to investigate safety and effectiveness of a monofocal enhanced depth of focus intraocular lens (mono edof iol, xacttm mono edoftm model me4) compared to an aspheric monofocal intraocular lens (iol) (tecnis 1 piece iol model zcb00). A total of 63 patients were included in the study; 42 patients (n=84 eyes) were implanted with the mono edof model me4 iol (xact mono edof, advanced vision science - a santen company), and 21 patients (n=42 eyes) were implanted with the tecnis 1-piece monofocal iol (model zcb00)(control group). 1 patient each from both groups were discontinued from the study. In the control group (tecnis 1-piece monofocal iol): minimal negative dysphotopsia (n=1), diffuse halo ring (n=5), starburst type (n=7), distinct halo ring (n=2), and diffuse glare (n=12). Posterior capsulotomy was performed in 1 eye in the control group. No additional information was received. A copy of the article is provided with this report.